Event description:
It was reported that the patient was discharged to inpatient rehabilitation on (B)(6) 2021. On (B)(6) 2021 the rapid response team was called at 4:31 pm for dysarthria, word finding difficulty, slight left facial palsy, and worsening right frontal headache. The patient was transferred to the cardiothoracic intensive care unit (cticu). A neurological exam and CT (computed tomography) scan showed infarct adjacent to left lateral ventricle and left temporal lobe. Cardioembolic pending work up; patient's tamsulosin and coumadin held; and speech evaluation was pending. On (B)(6) 2021 the patient had an unwitnessed mechanical fall. The subject reported they hit their head on metal bar in bathroom but denied loss of consciousness and just reported pain near laceration on forehead. CT scan was negative for fractures and showed subgaleal soft tissue swelling / hemorrhage / laceration in left parietal subgaleal region. Complete blood count (cbc) stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the reported infarct, hemorrhage, and positive orthostatics could not be conclusively established through this evaluation. A specific cause for these events also could not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including stroke and bleeding. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient had positive orthostatics on (B)(6) 2021 due to low blood pressure. 500 ml bolus was given and diuretics and antihypertensives were on hold. The patient was encouraged to drink more fluids without fluid restriction and the team ordered bumex (bumetanide) every other day. At follow up visit on (B)(6) 2021 the patient was taking losartan and continuing bumex (bumetanide) every other day. The orthostatics and low blood pressure resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the reported infarct and hemorrhage could not be conclusively established through this evaluation. A specific cause for these events also could not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6). No further related issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas, including stroke and bleeding. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including stroke and bleeding. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.